Event description:
On (B)(6), customer reports fluoro failed during a ureteroscopy procedure. Procedure was completed using rad imaging. Customer provided no pt or procedural info other than no reported injury.

Manufacturer narrative:
Field service engineer troubleshot and found the x-ray footswitch rad imaging/spot exposures switch worked but not the fluoro switch. Fse replaced the x-ray footswitch and completed operational checks and verification per service checklist. Unit was returned to service by the customer.